Manufacturer narrative:
The field service engineer (fse) examined the syringe seals, performed ise checks successfully, checked the solenoid valve seals, inspected the ise block, checked the degasser tanks, performed a diluted bleach flush, found crystallization on a valve, cleaned the dilution vessel and all sippers, performed reagent primes, conditioned the electrodes, and replaced the entire ise assay. The fse performed a 21 cup precision check and calibration successfully. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 4 patient samples on two cobas 8000 cobas ise module. Clarification on which results were produced by which analyzer was not provided. For sample 1, the initial result was 137 mmol/l. The repeat result was 147 mmol/l. For sample 2, the initial result was 150 mmol/l. The repeat result was 139 mmol/l. For sample 3, the initial result was 142 mmol/l. The repeat result was 134 mmol/l. For sample 4, the results were 146 mmol/l from analyzer (B)(6) and 152 mmol/l from analyzer (B)(6) . Clarification on which result was the initial and the repeat was not provided.

Manufacturer narrative:
The analyzer (B)(6). The customer stated verbally that their qc recovery was acceptable. The investigation is ongoing.